Event description:
It was reported that a revision surgery is needed due to talus component screws¿ breakage. The existing tibia component will remain in situ. It was also reported that the patient had: "no pain and excellent mobility for a year, followed by sudden onset of pain while walking with a feeling of breaking. Since then, pain when loading especially in the subtalar region." Additionally: "revision history: no revision of the talus was performed but a first implant due to a large talar cyst."

Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows loosening and subsidence of the talar component. Upon further investigation of the CT scans by healthcare professionals the following was observed: the CT scan here shows some radiolucence adjacent to the tibial component, but neither loosening nor breakage can be confirmed with the CT scan. The talar component seems to show some loosening and also looks a little subsided. There is poor bone stock below it with large cysts. There is also bone cement placed adjacent to the central part of the talar component. The described screw crosses this area, which shows, that there is active mobility in this area suggesting a loosening of the talar component. Based on investigation, the root cause could be attributed to a patient related issue. The failure of the talar component was most likely caused by poor bone stock. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.